Manufacturer narrative:
(D10) concomitant device(s): cemented trapezoid tray -3f/3t - 204-04-33 - (B)(6). Ps cem. Femoral size 3, right - 234-03-03 - (B)(6). The revision reported was likely the result of prosthesis wear of the patella and patella loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and patella loosening could not be determined as the devices were not returned for evaluation. Additionally, neither the patellar loosening nor the insert wear could be confirmed, and these devices appear to have been implanted for over ten years prior to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that this 78 y/o female patient's right knee was revised 10 years post op. Surgeon performed a poly exchange ¿ patella loose and worn. The patient was revised due to poly wear and patella loosening; the patient was revised to a 35mm patella and a sz 3 13mm tibial insert. Fragments of polyetherleyne that were present in the knee joint were removed. This took about 5-15 minutes causing no adverse event as a result. Patient was last known to be in stable condition following the event. Product not returning - it was discarded.